Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portions of the lead that were returned were otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was observed. During explant procedure of the lead, the patient went into cardiac arrest and an emergency sternotomy was performed. After the patient had stabilized a new lead was implanted. The patient is intubated and currently in stable condition.